Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) shock egram was abnormal looking. The patient received an inappropriate shock due to the abnormality. Technical services reviewed the egrams and discussed possible causes for the morphology and inappropriate shock. There is a low amplitude noise on the shock channel and it appears that this transvenous implantable ventricular lead oversensed the atrial signal. Guidant received additional information that a chest x-ray revealed this lead had dislodged.